Event description:
It was reported that noise was observed on the right ventricular (rv) lead. Further information was not available at this time.

Event description:
New information received notes the riata dual coil lead was frayed. The right ventricular (rv) lead was capped (B)(6), 2023 and replaced. The patient was stable.